Manufacturer narrative:
Per user facility: the product and packaging has been discarded. The lot number I have cited in the report is of another kit we had in stock, but I cannot guarantee they are actually the same lot. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported difficulties with the guidewire of the wayne pneumothorax set. Once the local anesthetic took effect, the needle was advanced into the left t thoracic cavity and air was aspirated from the pneumothorax as expected. The guidewire was then advanced through the needle. After advancing approximately 15-20 cm, the guidewire jammed in the needle, and would no longer advance. The operator thought they had encountered an obstruction or that the needle had shifted and attempted to remove the guidewire. They were unable to remove the guidewire from the needle, therefore, the needle and guidewire were removed from the patient together. No kinks or bends were visible in the needle or guidewire, so additional force was exerted on the wire in an attempt to remove it. It was at this point that the wire broke. A new device was opened to complete the procedure, with no further complications reported. The device is reportedly unavailable for return and evaluation as it was discarded by the user facility.

Manufacturer narrative:
Additional information: after further review of the record, it was determined that it should be noted that per the customer this event caused the new kit was used to "reattempt" the procedure and there was a "delay in treatment of severe pneumothorax". Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Therefore, a representative device with a similar failure mode from a previously completed complaint will be referenced (1820334-2016-01539). In 1820334-2016-01539, it was reported the wire came apart during the procedure. A device failure analysis on the returned device indicated the wire guide coil unraveled, exposing the mandril and the safety wire. Both distal and proximal welds were attached to the coil. This investigation confirmed that there was separation of the safety wire from the distal weld connection, resulting in the safety wire and mandril wire protrusion and elongation of coils in that region. The failure of this wire guide was noted to possibly be caused by excessive force during handling, tortuous anatomy, or procedural difficulties, but the root cause was unknown. Photos of this representative device are attached to the complaint file. It is reasonable to suggest the reported complaint (1820334-2018-00373) experienced a similar failure as the representative device, however, this cannot be confirmed. Additionally, a document based investigation evaluation was performed for the device reported under this MFR. Report (1820334-2018-00373). There is no evidence to suggest the product was not made to specifications. A review of the device history record for the c-utpt-1400-wayne-112497-imh wayne pneumothorax set from lot number 8260939 indicated zero non-conformances. A review of the device history record for the scf-38-70-3 wire guide from lot number ic8067089 indicated one non-conformance for a kink in the wire guide. This non-conformance is related to the failure, however it was properly scrapped before the lot was released. Furthermore, a search of our complaint management system indicated this to be the only reported failure on lot number 8260939. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. C_t_waynemod_rev4 [wayne pneumothorax set for seldinger placement] outlines: ¿instructions for use [¿] 3. Insert the introducer needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15cm. 5. Remove the needle, leaving the wire guide in place. 6. Advance the dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. [¿] 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. [¿] 9. Remove the wire guide and catheter obturator. [¿] how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ the IFU states, ¿introduce the flexible end of the wire guide into the needle 10-15cm.¿ because it was reported that the wire guide was inserted 15-20cm, it is reasonable to suggest the device was over-inserted and became stuck in the patient. Before withdrawing the wire, the IFU states to first, ¿remove the needle, leaving the wire guide in place.¿ it was reported that the wire guide was attempted to be withdrawn when the needle was still in place. It is reasonable to suggest that while attempting to withdraw the wire, the coils became stuck in the bevel of the needle, not allowing the wire to be removed, possibly causing the coil to unravel. The needle was then removed, with no reported kinks or bends in the needle or wire guide (that were visible to the customer), and it was reported additional force was exerted to remove the wire guide, to which point it broke. A difficult patient anatomy could have also attributed to this failure. Therefore, the root cause will be listed as ¿possible¿ for ¿product received excessive pressure¿, ¿user technique¿, and ¿patient condition related to occurrence¿. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.